Manufacturer narrative:
(B)(4).

Event description:
Procedure: according to the reporter: the customer reports that when pushing the mesh down, the valve broke and fell into the patient, breaking the seal. It had no effect on the patient as dr. (B)(6) removed the valve from the patient. No other information provided. Sales rep is following-up with the customer. The device will be returned for investigation.

Manufacturer narrative:
(B)(4).